Event description:
The day of the event the account reported a hemoglobin (hgb) of 7.87 g/dl from the cd4000. As a result of this the pt was given a blood transfusion. The number of units transfused was unk. Another sample from the pt was drawn after the transfusion was given and the hgb was 17.8 g/dl. The original sample was then repeated and the hgb was 11.5 g/dl.